Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure a vena seal closure system was used to treat a lesion located in the great saphenous vein 1. Approximately twenty seven days post procedure, patient suffered from a pulmonary embolism secondary to deep vein thrombosis. The event was treated with medication. Patient recovered.